Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 10 tubes. The following information was provided by the initial reporter. The customer stated: "there were yellow droplets in edta tube."

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd determined the root cause was attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.